Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that the pump indicated that the total daily dose (tdd) exceeded the limit. The patient reportedly tried to bolus via the pump when her blood glucose (bg) measurement reading was 337mg/dl. The patient reportedly experienced shortness of breath, had fallen and called 911. It noted when the patient was speaking with the emergency medical team (emt), 15 minutes into the call, the patient¿s bg elevated to 436 mg/dl; the patient reportedly experienced slurred speech, was having trouble focusing and having issues troubleshooting. Upon arrival, it was noted that the emt recommended that the patient go to the hospital and the patient denied the request. Customer support (cs) reviewed the pump history with the patient and noted that patient had exceeded the tdd by 100 units. The pump time reportedly was set incorrectly; the pump's time was set 4 hours ahead of the actual time. The patient reportedly was unable to continue troubleshooting the pump due the emt needing to attend to the patient, due to the patient's slurred speech and due the patient's inability to focus. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient had manually set the time incorrectly and had other health conditions unrelated to diabetes and was taking medication for it.